Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of a drawer not detected on bus was confirmed by the fse. According to work order (wo) (B)(4), auxiliary drawer 5 was not being detected on bus even after multiple component replacements. The field service engineer (fse) replaced the drawer and verified its functionality. External visual inspection of the received assy cubie module fh was conducted. No visible damage was found during the inspection. The returned drawer was placed on a test bed running hardware test application (hta) for evaluation. The drawer was able to be detected in the application. The application was able to detect when the drawer was opened or closed and the drawers position. The application was also able to detect when the cubies were inserted, pop the cubie lids and eject the cubie pockets. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported continued malfunction of the drawer was not identified. Functional testing found the drawer to operate as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 was not recognized. The customer reported that there was a delay in patient care. As per part investigation, it was determined that no visible damage was found. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 was not recognized. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was frequently not detected on the bus, even after replacing all components. The field service engineer replaced the entire drawer and transferred the cubies to the new unit. The drawer was reconfigured and successfully tested. The customer verified the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 was not recognized. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.